Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that intermittently requiring motion calibration. 2 scouts of performed 3d wouldn't expose. The imaging system unit restarted. This resulted in an error message "stand alone mode". Restarted both the unit and the monitor simultaneously. Same error appeared. Attempted to move imaging system away from patient, however it would not open. After 10 minutes it eventually opened. Calibration took 15 minutes to complete. 2 additional scouts and a 3d then acquired normally. This issue occurred intraoperatively and caused less than one hour surgical delay. There was no reported impact on patient outcome. Additional information received and stating that the type of procedure was "spine fusion".

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced motion interface, umbilical, imaging system (ias) socket, pendant and hand switch. System powered up multiple times as part of the repair process with no errors. System left on and idle for approx 30 minutes with clean logs present. System is operational. Codes b01, c02, d02, c07 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, product ID: bi71000529, serial/lot #: (B)(6), product ID: bi71000167, serial/lot #: (B)(6), product ID: bi71000424, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the component was returned to the manufacturer for analysis. Analysis found that unable to confirm the reported complaint. Imaging acquisition system (ias)requires motion calibration. Installed the motion enclosure into test system. During testing, the motion control boxes experienced multiple power issues. The motion enclosure was found to be faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180, serial/lot #: (B)(6) rev. 3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated, (h3, h6). Medtronic representative went to the site to test the imaging system and no hardware parts were replaced. B01, c19, d15 are applicable. D9) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Assembly pass continuity testing. Visual inspection shows normal wear on the assembly and all connections are secure. No fault found. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6) rev. D d9) the component was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were found. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. D. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no impact and no delay to the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.